Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon opened the device with manipulation. The hospital reported that no pt injury had occurred.